Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since the product was a product manufactured prior to countermeasures (april 16, 2018) due to a change in the op-amp circuit design of the patient board (dr board), it is assumed that only the 180 scopes no longer produce images due to a failure of the op-amp. Alternatively, since the device has been manufactured for more than 7 years, the likely cause of the no image condition to only 180 series type scopes is due to the age-related degradation failure of the electronic parts on the ap substrate due to long-term use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the no image with 180 series endoscopes due to defective (ap and dr) patient board sets. Additionally, the video connector scope socket is worn out causing an unstable/flickering image due to a loose connection with scopes and camera heads. Also, the net spacer from the external housing is missing. A software upgrade is recommended. A review of the device repair history shows the device was last serviced via repair on (B)(6) 2017 for a damaged keyboard connector and worn out locking latch at the video connector socket. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure, the evis exera iii video system center was reportedly not communicating with scopes correctly as there was no image with 180 series endoscopes. No patient injury or harm was reported.